Event description:
Determined to be reportable based on analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was located in the proximal left anterior descending to left main artery. It was pre-dilated with a cutting balloon ultra2 3.5x10mm. The first attempt to cross the lesion with a taxus liberte 3.0x32mm drug eluting stent failed. Then a taxus liberte 4.0x20mm was advanced to the lesion but it failed to cross. Finally the lesion was stented with a taxus liberte 3.5x20mm. Post ivus investigation also failed due to inability to pass the sr pro ivus catheter. The patient status is normal with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the stent revealed damage to the proximal end. The proximal stent struts were bent back distally. Microscopic examination noted that the stent had moved distally on the balloon. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.